Event description:
The detector came into contact with the patient table and the collision detection system was not triggered. In order to halt all motions, a technologist pressed the system e-stop. The system did not contact the patient. There was no reported injury.